Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, the vasoview hemopro instrument lit up and wouldn't turn off. They tried swapping the cables, but it still stayed on. A replacement kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were burnt and the hot jaw silicon was cracked. The device had evidence of blood. Resistance measurements were found to be out of spec. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it self-activated. Based upon this, the reported failure "device remains activated" is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).